Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction/issue occurred. Date of event is an approximation. On (B)(6) 2024, the patients caretaker reported that the patient experienced diabetic ketoacidosis (dka) after poor patch adhesion. According to the report, the sensor and the transmitter fell off the patients body on (B)(6) 2024. There was reportedly no way of knowing his glucose level because the patient did not have a glucometer to test. The last known estimated glucose value (egv) was not documented. The same day, the patient went to the hospital with unspecified symptoms. His blood glucose (bg) was reportedly in the thousands. He was in dka with unspecified organ failure. The patient was treated in intensive care unit (ICU) with intravenous (IV) fluid and insulin. The patient was discharged after 2 days. At the time of the report, the patient was good. There was no documentation of further medical evaluation or intervention. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.